Manufacturer narrative:
(B)(4). This lot was manufactured between september 18, 2013 and september 19, 2013. Evaluation summary: baxter received one unit for evaluation. Visual inspection verified the problem. The tubing was found broken at the junction of the distal luer. A portion remained inside of the distal luer. The cause of the problem could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A CAPA has been initiated to investigate this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor luer lock connector became separated from the tubing. There was no patient involvement. Additional information was requested and is not available.